Manufacturer narrative:
The device was returned to moog, and is currently being evaluated. Because the evaluation is still in progress, moog is unable to provide more information at this time. This report will be updated when more information becomes available.

Event description:
"Per patient bag was completely dry". Upon follow-up with the initial reporter, moog learned that while some actions may have been performed in the home care settings to resolve minor issues (i.e. Stabilization of blood sugar, etc.), no patient was required to visit the doctor or ER or otherwise receive an intervention necessary to prevent a serious injury or death. (B)(4).

Manufacturer narrative:
Mmdg's evaluation of the pump in question has been completed. Through review of the pump's patient history log, mmdg was able to confirm the event described in the complaint. Also, the pump was found to over-deliver by slightly more than 5% during volumetric accuracy testing. The pump was found to need re-calibration, which it received. While investigating the cause of the pump's need for re-calibration, mmdg discovered that its "master pumps" (kept in the lab and used as a calibration reference) had a calibration shift of up to 6.8% (nominally +3%). When an affected master pump is used to calibrate production and serviced pumps, this calibration shift could lead to over delivery of fluid beyond the label claim of +5%. Mmdg is recalling all curlin 6000 and painsmart pumps manufactured between (B)(6) and (B)(6) 2015, as well as all curlin 4000 and all curlin 6000 and painsmart pumps that were recalibrated during servicing between (B)(6) 2015. These pumps will be recalibrated at mmdg. Mmdg will also require nfr (non-factory recertification) certified customers (including third party service contractors) to review their recalibration and repair logs since (B)(6) 2015 to identify all pumps that were recalibrated with potentially mis-calibrated sets. They will be asked to recalibrate those pumps. If they choose not to recalibrate those pumps, the pumps will need to be returned to mmdg for recalibration.